Manufacturer narrative:
This report is filed april 4, 2016.

Manufacturer narrative:
This report filed march 2nd, 2016.

Event description:
Per the clinic, the tip of the electrode array was folded over in the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6) 2016, and the patient was reimplanted with a new device during the same surgery.